Event description:
During a coronary stent procedure, the physician experienced difficulty crossing the lesion and elected to retract the delivery/stent device back into the guide catheter. The stent dislodged during retraction and was retrieved with a snare. The procedure was completed with another manufacturer's stent. Pt status is listed as "okay".